Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 078) issue. The reporter stated that the pump emitted a cs 078-0008 call service alarm during the rewind step. The pump was allegedly rebooted twice and the alarm recurred. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 03/12/2015-device evaluation:the pump has been returned and evaluated by product analysis on 02/26/2015 with the following findings:animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the pump black box data revealed cs 078 call service alarms. During testing, the pump was exercised for 24 hours and the rewind, load, and prime steps were completed successfully with no duplicated call service alarms. The pump case was removed, and no internal damage was found.